Event description:
Pt reported that she is getting air bubbles in the infusion set tubing. Pt indicated using a competitor pump (deltec cozmo). She stated that she tries to make sure there are no air bubbles by priming the device. Pt's blood glucose was affected (as high as 500 mg/dl). Pt indicated she gave herself an injection to correct her blood sugar level. Pt's current condition: fine.